Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. Patient reported that he just had his neurostimulator (ins) replaced because it died in (B)(6) 2017. Patient alleged it died before it was supposed to. It was reported the ins was replaced on (B)(6) 2017. Additional information was received from a healthcare provider (hcp): hcp reported that the patient claimed that the battery was faulty and was replaced. The caller did not have any other details about what was faulty. No further complications were reported/anticipated.